Event description:
It is reported that the pt has a button error on their insulin pump. Pt's blood glucose level is at 405mg/dl. Trouble shooting is conducted and found moisture damage. Device is being returned. No further info available.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.